Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to low amplitude and oversensing. Reprograming of the device into the primary vector was performed. This system remains in service. No adverse patient effects were reported.